Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use, two units of polyflux 140h had an external leak in the housing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to h6 and h10 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.